Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). Following pre-dilation, a 2.50x32mm promus element ¿ stent was advanced to treat the lesion. After deployment, fluoroscopy was performed however; a proximal edge dissection was noted. A 2.5x16 promus element ¿ drug eluting stent was used to treat the dissection. No further patient complications were reported and the patient was doing well and stable.